Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an overall review, user was advised to complete a manual sync since the next level of support could not view all the data in the dms. After the manual sync, user was advised to uninstall/reinstall the app then to re-link the sensor. After the sensor re-link and review of the system, it was observed that there is no indication of an issue with the system. Overall, bg values met the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. It was suggested to the user that they continue to use the system, calibrating as requested.

Event description:
On 22 july 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between in bg and sg values. Case was escalated to the next level of support. Customer care guided user through a manual sync of the system. An analysis of the in-vivo raw sensor data revealed no anomalies and the root cause of the observed difference could not be conclusively confirmed. To correct potential calibration misalignment, the user was instructed to perform a sensor re-link, which clears the historical calibration buffer and reinitializes the sensor. The user was advised to continue using the system, calibrating with true bg values when prompted. User was able to successfully complete sensor re-link. Support provided additional troubleshooting steps, including uninstalling/reinstalling the app and steps to perform a sensor re-link.based on review of the system, support found no indication of an issue with the system. Overall, bg values met the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. Support advised user to continue using the system, calibrating as requested. Per dms, the user is currently using the system with up-to-date information. B4. Date of this report 20 oct 2025. G3. Date received by the manufacturer? 20 oct 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.